Manufacturer narrative:
(B)(4). Report source: (B)(4). Complaint sample was returned and reviewed against the reported event. Visual evaluation identified the following : the head was deformed. Wear marks were present on the taper below the screw's head, and there were burrs on the threads. Dimensional analysis could not be performed as the damage was too severe. No further evaluation could be performed with the returned product. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, when the screw was inserted, the screw head was found to be deformed. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.